Manufacturer narrative:
Sample was not returned for evaluation but the user facility did provide a picture of the product sample. The lot number is unknown by the user facility. Therefore, the manufacturing site cannot be confirmed. Parameters used for the assembly of the product have been evaluated and additional validations are being conducted. Device will not be returned.

Event description:
On (B)(6) 2015, the facility reported that they had experienced issues with the product (however, no details were provided). Rymed director of sales visited the facility on (B)(6) 2015 and confirmed that they had experienced 3 incidents where the connector separated during use. No details surrounding the events is available. No product code or lot number information is available. The facility provided pictures but would not provide the actual samples for evaluation. No reported harm to the patient.